Event description:
In 2008, the pt reported that an error message was displayed on the screen of his infusion device, but he was unable to determine which error because the screen is damaged. He stated the screen had been damaged for "a while." He installed a new battery and the infusion device continued to beep. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.